Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are few variables which can influence pitch cable failure. The root cause was attributed to a component failure. No image or video clip for the reported event was available for review. A review of the instrument log for the permanent cautery spatula instrument (part# :470184-13 / lot#: k11211210-0085) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk4248 for a benign hysterectomy surgical procedure. The instrument has 4 lives left after last usage. This last usage of the device was before the reported event date. This complaint is being reported based on the following conclusions: failure analysis found the permanent cautery spatula instrument to have a broken pitch cable. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery spatula instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.